Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 414 mg/dl which was treated with insulin pump. Customer changed the entire set and was assisted with the correction bolus. The insulin pump was not replaced or returned for analysis.